Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed similar events in the past and found that these similar past events attributed to inappropriate attachment of the distal end cover to the endoscope. The instruction manual provides preventive measures against the reported failure mode. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to inappropriate attachment of the distal end cover to the endoscope as same for past events. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The adhere of bending section rubber was worn. The bending tube was deformed. The connection tube was scratched. The colour ring was peeled off. The up/down knob was deformed. Angulation had a play. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the endoscopic retrograde cholangiopancreatography (ercp), the user found that maj-2315 (the disposable distal end cap) was missing from the device. The distal end cap got stuck in the patient's throat. The user removed the maj-2315 using forceps .there were no reports of patient injuries related to this incident.